Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and the patient experienced a syncopal episode. Subsequently, this rv lead was capped and a new lead was implanted. No additional adverse patient effects were reported.